Event description:
A malfunction alarm, specifically an altitude alarm 21, was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and attempt reconnection with the current cartridge, but the alarm persisted, and insulin could not resume. Consequently, a new cartridge was loaded, but the issue continued. Technical support decided to replace the pump and cartridge, with the customer using multiple daily injections (mdi) as a backup therapy. The customer was informed about the storage mode and return instructions for the faulty pump.